Event description:
Customer reported fluid leaked from the administration set near the upper fitment during an infusion. Reported the incident occurred in the ICU. The administration set was replaced and the infusion restarted without incident. There was no patient harm reported and medical intervention was not required. Customer did not provide additional event or patient details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.